Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented for evaluation due to syncope. Review determined that this pacemaker was functioning as programmed, however, premature ventricular contractions were causing a decrease in effective heart rate which may have contributed to the patient's symptoms. Testing showed that pacing thresholds were acceptable. No additional adverse patient effects were reported. This pacemaker remains in service.